Event description:
It was reported that the motor device would not turn on. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device will not turn on was confirmed. An assessment was performed on the device which found that the motor was giving an e5 error code due to the brown and green electrical wires being pulled out of the male contact pins. It was determined that this condition was due to applying to much tension to the cord, stretching the electrical wires. The assignable root cause was determined to be component damage caused by misuse and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.